Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03215.

Event description:
Device 1 of 2 : reference MFR. Report#: 3006705815-2018-03215. It was reported that the patient underwent surgical intervention on (B)(6) 2018 where in the patient's lead were revised and repositioned to the top of t9. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03215. It was reported the patient feels unintended stimulation in their back instead of at the target area, as well as nausea when stimulation is turned on. It is believed the leads migrated. As a result, the patient may be awaiting surgical intervention to address the issue.